Event description:
It was reported that a spectrum pump was alarming for an upstream occlusion. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The eval found the lower reading on the ultrasonic sensor to be below specification. This was caused by a failed upstream sensor. The upstream sensor was replaced.